Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of over 500 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s symptoms were not noted, but it was treated by hospitalization for 4 days. Customer does not recall the day it happened, or if it was caused by a bent cannula. It was not stated if anything was returned or shipped.